Event description:
The device was used during a lap chole procedure. Reportedly, the instrument jammed during use. No pt injury reported.

Manufacturer narrative:
1/14/1998-supplemental report #1 submitted to FDA.